Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd needle sftygld 25x5/8 rb safety mechanism broke. The following information was provided by the initial reporter: material#: 305901 batch#: 5301004. The nurse administered the medication and when she attempted to engage the safety mechanism, she noted that the plastic on the safety guard was broken and the needle was no longer attached to the syringe. The 25-gauge sq needle was in the injection site (abdomen) of the patient. A second needle was defective; the needle didn't release but when engaging safety it bent in half. 305901, 5301004.

Manufacturer narrative:
(B)(4) - supplemental MDR - safety mechanism broke (safetyglide). One photo was provided showing a needle assembly attached to a syringe without a plastic shield and with the safety mechanism already activated. The needle appears bent near the midpoint of its length, and no additional information can be determined from the image alone. Based on the investigation and review of the photo, the reported symptom is confirmed; however, without an actual physical sample, a probable root cause cannot be determined. A device history record review was completed for material number 305901, lot 5301004, and all in process and final visual inspections were performed as required. No quality notifications related to the reported condition were identified. The lot met all acceptance criteria per the inspection control plan, was approved for shipment, and complies with applicable product specifications. We appreciate you bringing this observation to our attention. Complaints associated with this device and condition will continue to be tracked and trended, with information captured in monthly trend reports and regularly reviewed by our business team to identify any emerging trends.

Event description:
No additional information was provided.